Event description:
Revised for disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned devices suggests the liner disassociated and allowed the femoral head to contact the acetabular cup. In this case a portion of the rim of the polyethylene liner has fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. It is suspected that the acetabular cup was positioned more vertically than recommended by surgical technique contributing to the edge loading. Patient x-rays were requested but not provided. Placement cannot be commented upon. It should be noted, the acetabular component was not returned as it remains in situ and matching damage cannot be confirmed. A search of the complaints databases against the provided product and lot code combinations found no other reports. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.